Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reports fire from their adc device and that it's too hot to hold. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on (B)(6) 2023. Adc field action fa1005-2023 was issued to the us (B)(6) 2023.